Event description:
The facility's pharmacy representative reported to baxter (B)(4) a vented spike adapter that when the IV bag was spiked, the lower portion of the hole on the spike adapter sliced off a small piece of plastic from the IV bag. This small piece of plastic then ended up floating in the final chemotherapy product bag. It is unknown when or in which care area this event occurred. There was no report of patient involvement, injury, or medical intervention in association with this event. There is no additional information.

Manufacturer narrative:
(B)(4). The device used in this situation is 510(k) exempt - class ii (special controls); therefore, it does not have a us 510k number. A batch review was performed on the reported lot with no deviations found. The sample was discarded due to chemotherapy contamination. Since the sample is not available for evaluation, the condition cannot be confirmed or duplicated and the assignable root cause can not be determined. If additional information becomes available, a follow-up report will be submitted.